Event description:
Event description cpi received information that this implantable pulse generator (ipg) did not meet physician's expectations for longevity. The device was unable to be interrogated and did not provide a magnet response, and was explanted approximately 2 months post-implant.